Manufacturer narrative:
(B)(4). The current location of the reported product is unknown. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the liner would not sit properly. The surgeon believed the issue was specific to the liner. Follow-ups to gather additional information are currently in process.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; g3; h2; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.